Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited low impedance. No intervention was reported. The patient would continue to be monitored.